Event description:
It was reported that the patient received shocks. Upon reviewing the segms on the device lead noise was seen on the ventricular sense amp. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.